Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, during a percutaneous vertebroplasty procedure, a small amount of cement leaked from the lateral side of the vertebral body. This occurred after placement of the stent balloon with 2 ml of cement injected on each side. The surgeon then restarted the injection and injected a total of 3 ml on both sides. The surgery was completed successfully without any surgical delay. No further information is available. This report is for one (1) vertecem v+ cement kit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Initial reporter is synthes sales representative without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.